Event description:
An alarm issue was reported with the adc device in use with a5x phone with android operating system version unknown. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced sweating and a loss of consciousness, requiring treatment of an insulin injection(dose/type unspecified) by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The exact date of event is unknown. The date entered in section b3 is based off info provided of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations of a5x for android 9 with app version 21.0.0.6714 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a5x phone with android operating system version unknown. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced sweating and a loss of consciousness, requiring treatment of an insulin injection(dose/type unspecified) by third-party. There was no report of death or permanent impairment associated with this event.